Manufacturer narrative:
The involved esu was inspected/tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. The monopolar cable was not made available for an evaluation. However, it was reported that the cable was repaired by the user and continued to be used. Therefore, it can be concluded that the monopolar cable was damaged. Most likely, there was a break/breach in the cable which caused an arc to develop. There are many factors that could caused the cable to break (e.g., age, external stresses-over bending, etc.). Therefore, no conclusive determination could be made as to the cause(s) of the event. Per the cable notes on use (nou) it expressly states that the cable should be inspected before use and no longer be used if it is damaged. Erbe is now closing this incident.

Event description:
It was reported that an incident occurred with the erbe monopolar cable during a polypectomy in the stomach. The monopolar cable was used with an erbe electrosurgical unit [esu/generator, model vio 200 s, part number (p/n) 10140-400, serial number (s/n) (B)(6)]. Information regarding any other accessory used or the esu settings employed were not conveyed to erbe. Per the provided information, an arc formed on the cable. There was no report of any user or patient injury.